Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated he was sitting at breakfast this morning and all of a sudden he felt a shock going down both his legs. He stated he is normally at 13ma, but the device showed it went down to 0.2ma. He later stated it went down to 0 and he does not know why it did that. He reported he does not have adaptive stimulation (as). The patient mentioned a manufacturer representative (rep) was able to help him refine his program so that it is right on target to where he feels his spasm. The program itself is good, and the patient thinks it is the controller that needs to be replaced. The patient stated after this incident happened, he increased it to 13ma, but did not feel the stimulation. The patient had to increase it to 14ma and then back down to 13ma before he could feel the stimulation again at 13 ma. It was recommended that the patient follow up with their healthcare provider (hcp) to address these issues. No further complications were reported. No additional patient symptoms were reported.